Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to perform a cardioversion. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Additional details have been requested.

Manufacturer narrative:
The customer did not respond to requests regarding evaluation.

Event description:
A customer reported that the device failed to perform a cardioversion. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Philips requested but did not receive additional information.